Event description:
The customer reported being hospitalized over one yr ago due to ketoacidosis. The customer stated that she took a couple of boluses prior to bedtime, but she did not eat meals. The customer stated that she woke up with low blood glucose of 9mm/dl. The customer declined to troubleshoot and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.